Event description:
During treatment, a communication error 3 was observed. The nurse had to stop the treatment. This is a one time event.

Manufacturer narrative:
During treatment, a communication error was observed and the nurse had to stop treatment. No pt injury or medical intervention was required. MFR will conduct further investigation of this incident. A follow-up or final report will be submitted after the conclusion of the investigation.